Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). The reported issue of high drain volume error 201 (iipv-adult) was confirmed in the event history log review. The assignable cause was determined to be insufficient drain-inappropriate programmed initial drain alarm setting. If any additional information is received, a follow-up will be sent.

Event description:
A high drain error 201 (manual drain #1) alarm was identified in the log of a returned homechoice device. The alarm occurred on (B)(6) 2012 13:51:54. It is unknown if this alarm occurred during patient therapy, however no patient injury or medical intervention was reported. No additional information is available.